Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# va0pswz, implanted: (B)(6) 2015, product type: lead. F10. Patient codes : c26906 c50499 c50526 device codes : c62955 medtronic, inc. (Medtronic) is (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that since implant she was having some trouble at night but the implantable neurostimulator (ins) had been working well during the day. She went to see her healthcare provider on (B)(6) 2015 and he added four programs. Three days later, the patient was having more frequency during the day and was doing very well at night. A loss of therapy was noted. The patient switched to 0.7 volts but was still urinating during the day. She needed to increase the amplitude but it wouldn't let her. The programmer showed she was on program 3 at 0.7 volts but stimulation was off. She turned stimulation on and could increase stimulation. No potential event causes, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.